Event description:
It is reported that the pt experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.